Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to troubleshoot by pressing the button, which initially did not work, and then to plug the pump into a power source, which successfully turned the screen on. The pump displayed the option/bolus home screen, and the caller confirmed that all features were accessible when not plugged in. Eventually, the wake button began working correctly, and the caller acknowledged that the pump was functioning as intended.